Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize a battery pack) has been confirmed. Upon eval, component u13 (8-bit cmos flash microcontroller) was defective. The cause of the inability to recognize the batteries was the defective u13. The root cause of the defective component could not be positively identified. No adverse event resulted from the defective component. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem would not recognize his batteries. The pt was provided with a replacement charger/modem.